Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined; device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high-definition lcd monitor had no function, orange led is blinking during preparation for use, no patient or procedure was involved. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
To date the device has not returned to olympus for the reported event ¿no function, orange led is blinking.¿ the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.